Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record # (B)(4). The batch # 6007284, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007284 was manufactured according to the work instruction (wi) version 114 in the line 03, on 26/may/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4e02871 was manufactured according to the form version 11 and manufactured in the machine igtl01, on 20-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an occlusion event on (B)(6) 2025 due to blockage in tubing. No further information available.